Event description:
As reported, approximately 4 years and 8 months post the initial right stemless anatomic total shoulder arthroplasty, the patient was revised due to what appeared to be rotator cuff failure on x-ray. The surgeon confirmed supraspinatus and subscapularis rotator cuff failure. The patient was revised to competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 314-13-13 equinoxe cage glenoid medium, beta. (B)(6) 300-60-02 - stemless humeral comp laser cage, size 2. (B)(6) 310-61-44 - stemless humeral head 44mm x 17mm x alpha.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g1, g3, h6, h11. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.